Manufacturer narrative:
Add'l lot# 594727. The returned product is currently under evaluation. I-flow will submit a follow-up report once the evaluation is complete. If additional information that is pertinent to this event becomes available. I-flow will submit a follow-up report.

Event description:
Post colectomy procedure, it was reported that the introducer sheath crumbled into the patient while being peeled away. A small incision was made to remove the sheath remnant. The patient was reported as having no adverse effects from the incident.